Event description:
It was reported that the 6600 system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller power supply and the line plug were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.